Event description:
It was reported that there was an alleged over infusion on (B)(6). There was patient involvement, but the impact is unknown. The biomed noted that the event occurred on "channel c.".

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.